Manufacturer narrative:
See attached summary report.

Event description:
It was reported that the user upgraded ventilator to the latest software version (B)(4). The user was running the ventilator on a test lung. The user was testing the custom settings import and export function when the ventilator gave a non critical thread failure alarm. The user was unable to clear alarm and had to do a hard shut down. There was no reported patient involvement.

Manufacturer narrative:
Device evaluation is expected, once more information is obtained a follow up summary will be reported.